Event description:
Customer's blood glucose level at the time 48mg/dl. The customer reported having issues with the serter inserting the sensor. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Analysis not required due to the complaint related to enlite serter.